Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance with changing their infusion set. The customer's blood glucose reading was 447 mg/dl at the time of incident and treated with a shot. Troubleshooting advised customer on how to change the set and the rewind process. Customer declined high blood glucose troubleshooting.